Event description:
It was reported the patient¿s right side system was removed about four years prior to report due to infection.

Manufacturer narrative:
Product ID: 7482a51 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2009 (B)(6), product type extension product ID: 3387-40 lot# j0306771v, implanted: 2003 (B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that the infections were not from the device, but the devices were removed in order to stop any further issues or infections from occurring. In (B)(6) 2008, the health care professional noticed that there were black spots on the patient's scalp that indicated infection. It was noted that the patient had a lot of scarring on the scalp and there was a concern for an infection to happen. The scarring was from other non-therapy related surgeries that were previous to the deep brain stimulation (dbs) placement. The spots/wounds were over the connector wire (extension) on the right side. This was removed on (B)(6) 2008 to prevent any spreading of the infection. The patient was given antibiotics and no culture results were found. It was noted that in early (B)(6), pus was seen draining from the upper 1/3 of the surgical incision site (from extension removal), so on (B)(6) 2008, the right dbs lead and implantable pulse generator (ipg) were removed to stop the further spreading of the infection. No cultures were taken at the time since the patient had been getting antibiotics. The patient recovered and had good therapy.

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2003, product type: implantable neurostimulator. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID 3387-40, lot# j0306771v, implanted: (B)(6) 2003, product type: lead. Product ID 3387-40, lot# j0301277v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
It was reported the patient experienced multiple infections on the left side. The caller thought both the implantable neurostimulator (ins) and the leads were removed from the left side, but was not certain if it was both. The explant was noted to have occurred long before 2012. The infections occurred right at the ins and behind the patient's ear right after the 2003 implant. It was indicated the infections were all over the patient's head, and the patient had to do plastic surgery at one point due to not having skin left. The patient never really experienced parkinson's symptoms on the left side so the system was taken out. All symptoms were reported to be on the right side. It was noted prior to dbs therapy, the patient's tremors were so bad, he would shake on the inside as much as the outside. No outcome was provided regarding this event. Further follow up is being conducted to obtain this information. It is unclear which ins the caller was referring to as it was reported the left ins was taken out due to the patient not experiencing symptoms on the left side, and that the patient was reportedly only experiencing symptoms on the right side. However, the patient would need the left ins to control the symptoms on the right side.